Event description:
The patient's catheter was detached from the patient and then the balloon was found rupture and a new catheter was replaced in time.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and no abnormalities found. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The patient's catheter was detached from the patient and then the balloon was found rupture and a new catheter was replaced in time.